Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed a high-pressure alarm occurred continuously during pump operation. Functional testing was performed but the reported issue could not be replicated; no fault was found with the device. The root cause could not be determined. The downstream occlusion (dso) sensor was recalibrated as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and g5 are unknown.